Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were updated per additional information received: a2, a4, b1, b5, b6, d1, d4, g5, h4, and h6. Investigation: the following allegations have been investigated: organ perforation, embedment, abdominal pain, menstruation issues. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The additional information regarding organ perforation/embedment does not change the previous investigation results for vena cava perforation. Unknown if the reported abdominal pain, menstruation issues are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The patient received an implant on (B)(6) 2009 via the right neck due to post deep vein thrombosis (dvt). The patient alleges vena cava/organ perforation and embedment. The patient further alleges abdominal pain, and menstruation issues. (B)(6) 2019, per a report from computed tomography; ¿there is an infrarenal inferior vena cava filter with its tip approximately 2 cm caudal to the left renal vein. There is evidence for strut perforation with several struts extending greater than 3 mm beyond the margin of the inferior vena cava including one strut extending to the right aspect of the infrarenal abdominal aorta. Strut perforation is also noted anteriorly, posteriorly and at the right lateral aspect of the inferior vena cava. The posterior strut projects at the anterior aspect of the l3 vertebral body where there is an associated nonspecific subcentimeter 4 mm lucent focus. The inferior vena cava is normal in caliber above and below the level of the filter. Please note that vascular patency cannot be assessed given the absence of intravenous contrast.¿

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Reporter occupation: non-healthcare professional. Summary of investigational findings: the following allegations have been investigated: vc/aorta/vertebral body perforation and migration. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: it is alleged that "on or about (B)(6) 2009, [pt] was implanted with a cook celect filter. In and around (B)(6) 2019, [pt] underwent a computed tomography scan (¿CT scan¿) which revealed the cook filter had migrated since its implantation, as several struts of the cook filter were now perforating through the ivc wall by a distance greater than 3 mm and into the aorta and vertebral body." Patient outcome: it is alleged that "[pt] is at risk for future cook filter fractures, migrations, perforations, and tilting. [Pt] faces numerous health risks, including the risk of death. For the rest of her life, [pt] will require ongoing medical care and monitoring. [Pt] has also suffered significant, disfiguring injuries, including significant pain and distress restricting their ability to engage in activities of daily living."